Event description:
A patient, who was considered to have a suitable anatomical form for abdominal aortic aneurysm (aaa) repair, underwent endovascular therapy in 2008. The patient's proximal neck was short and expanded. Based on the result of the sizing, the physician planned to place two contralateral iliac leg grafts because the selected main body graft was too short. The physician placed the main body graft slightly sideways as a cross leg technique since the position of the gold marker moved when the delivery system reached below the renal artery. A final angiography revealed possible proximal type I (1820334-2008-00721) and type ii endoleaks. There was also a possible type iii endoleak found at the connection of the ipsilateral iliac leg graft and the main body graft. The physician placed another manufacturer's stents: one to resolve the proximal type I endoleak and another to treat the possible type iii endoleak. The type iii endoleak was not completely resolved. The physician took a "wait-and-see" approach since the patient's act was high (345). Patient outcome is unk at this time.

Manufacturer narrative:
Event evaluation: still under investigation.